Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified middle part of right coronary artery. A 3.50x24mm promus element plus drug-eluting stent was advanced to treat the lesion. However, during procedure, the stent could not pass through the lesion even after multiple attempts and the stent struts were lifted up and deformed. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified middle part of the right coronary artery. A 3.50x24mm promus element plus drug-eluting stent was advanced to treat the lesion. However, during procedure, the stent could not pass through the lesion even after multiple attempts and the stent struts were lifted up and deformed. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element plus,mr,ous 3.50x24mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts in the distal region were lifted from crimped stent position and pulled distally. The undamaged maximum crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred when the stent struts got caught on a stenosed lesion. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.